Event description:
On (B)(6) 2013, this pt was undergoing endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. During the procedure, the left common iliac artery sustained a dissection, likely caused by guidewire manipulation. The dissection was not seen on pre-operative imaging. After several attempts to pass the wire through the tortuous and dissected left common iliac artery, the physician converted the pt to open repair. The pt was reported to be in intensive care following the conversion.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.